Event description:
(B)(4). Slowly started having medical issues. Migraines was the biggest one then the abnormal periods that were longer. Bleeding after sex. Feeling faint and dizzy. Nausea all the time. Weight loss. Then the tremors in my hands and the numbness and tingling in my hands and feet. I am always confused. I forget words frequently like my dad who has alzheimers. I have bowel issues where I will be constipated and have diarrhea in the same sitting. I have huge bruises that appear out of nowhere that I have no idea how I got. I have panic attacks now over nothing. I get depressed and cry at work for no reason and it has severely affected my job. I'm surprised that I still have a job at this point. I have lost so much hair at my temples that I'm surprised that there's any left. I've always had good teeth and now they are all cracking. My joints will just ache for no reason. I will bleed after sex even though I had an ablation to remove all the tissue inside my uterus to stop the horrible bleeding after I got the essure. I always had regular periods before but not after the essure. At night when I try to sleep I have to go to the bathroom every 5 minutes. Now I also wake up covered in sweat but I don't have any hormones that show that I am beginning menopause so it's not that.